Event description:
It was reported that the patient experienced a shocking or jolting sensation when increasing amplitude. This began about 4-5 months ago. It was noted that there was no known accident or incident related to the shocking. Current impedance measurements were normal and ranged from 700-1300 ohms. It was reported that the manufacturer representative tested at default and had some ??? Readings. When the pulse width was increased to 450 the patient was jumping all over during the test. It was reported that the patient battery value was showing low and they had about 2 months before end of service (eos). Additional information received reported that there were no ??? Readings once the pulse width was changed and all impedances were within normal limits. It was reported that the patient was going to get a replacement due to the low battery status.

Event description:
Additional information received reported that the battery was replaced with a primary cell. It was noted that the no system malfunctions were identified. It was noted that post-operatively that patient¿s impedances were within normal limits and the patient stated that they had the desired coverage and felt no ¿jolting.¿ it was noted that stimulation felt as it had prior to experiencing the jolting sensations.

Manufacturer narrative:
Concomitant medical products: product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3487a, lot# l59564, implanted: (B)(6) 1999, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient was scheduled for a replacement today. It was noted that the implantable neurostimulator (ins) battery was showing low due to normal battery depletion. It was noted that they were unable to check impedance reading as the battery was low. It was noted that on the day of the report, the stimulation was turned off and then back on and the patient reported a jolting sensation. It was noted that otherwise the patient was getting good therapy.